Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): hcp reported the patient's device was checked in the office by a manufacturer's representative and that the fall did not affect the implanted system or device therapy. The patient did not report leakage to the hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported as follows: burning = last couple of days ((B)(6) 2018); fall = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall on (B)(6) 2018 and had some problems. The patient stated that on the left vaginal area, there was tingling on the left-hand side as well as burning for the last couple of days. The patient went to their healthcare professional (hcp) yesterday and saw the manufacturer¿s representative as well. It was noted that with the fall, the opened the incision ¿pretty good¿. They were going to follow up with the hcp for this issue. During the report the patient removed the steri-strips. The patient also stated that their anus ¿is not even a ¼ inch¿ and thought the bowel was causing problems (patient had an appointment with the hcp for this issue). The patient wanted to increase and wanted help with their remote control. Troubleshooting resolved this issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient reported a revision. The patient stated that the device was protruding after the patient had a fall. The patient further clarified that the patient¿s device was implanted and then the patient fell on her hip. The patient noted that the healthcare provider (hcp) didn't put stitches in after her initial implant and instead put on sterile strips. The patient stated that the hcp pushed the device back into the patient¿s right hip and put in stitches. The patient reported that the area was healing slowly and the patient began having problems. The patient clarified what she meant by problems were the following symptoms. The caller reported that she is still having problems with "peeing like a race horse". This issue had stated in the last couple days, prior to the call. The patient noted that she "finally" had a colonoscopy that has helped the patient¿s symptoms to be better, but symptoms still aren't as good. The patient noted that she had the colonoscopy because the patient had spent $1,000 a month on pads. The patient stated that she had increased once but hadn't tried to increase again. The patient noted that stim was on and set on program 1 at 1.9. The patient stated that she thinks she may have had the settings higher before but doesn't recall. The patient increased from 1.9 to 2.8 and stated that they could feel stimulation. Patient services reviewed considering increasing stim again if the symptoms didn¿t improve after a few days. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had fallen several times. The patient repeated previously reported information that they fell, their ins was protruding, and their healthcare provider pushed ¿it¿ back inside their hip. The patient stated it was working really well and they have fallen several times, now it seemed to not be working as well as it was. The patient noted that if they knew what it was set at before and could have found out, maybe they could have turned it up. The patient noted they did not ask what it was set at before. The patient reported they were unsure if the therapy was working the way it was supposed to as they were going through a lot of product again since 2-3 weeks ago. The patient stated that ¿sometimes it seems pretty good, other times not.¿ the patient noted they had called once before and was assisted with adjusting stim, but they hadn¿t adjusted stim for a long time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hpc clarified that the patient had multiple falls after the device was implanted, met with the manufacturer's representative and had the device checked and the settings adjusted. The hcp reports there was no revision. The hpc reports the cause of the symptoms was the patient adjusting the settings too frequently on her own. Action taken to resolve the symptoms not being as good and "peeing like a racehorse" was that the patient was instructed again in the use of the device. There were no further complications reported or anticipated.